Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the keypad needed to be replaced, the "select" and "off" buttons were "squishy" and the "menu" button had to be pushed very hard to activate. Analysis also found that the upper and lower cases, one bail cover and the battery drawer were broken, one bail cover, one bail, the ring cover and the ring were missing, the battery contacts were compressed and the keyboard was scratched. (B)(4).

Event description:
It was reported to technical services that the keypad of the external pulse generator needed to be replaced. It was further stated on the return paperwork that the buttons on the membrane were malfunctioning, and that pushing the "menu" button shut off the generator. It was further reported that when the power was turned on the generator would intermittently generate a self-test failure error message. The generator was returned for service. There was no patient involvement.